Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient stated they were having issues. Additional information from the consumer regarding the patient on october 3rd reported they had recently been in the hospital for 2 months, had open heart surgery, had an electrocardiogram (EKG) and it made the implant ¿go haywire¿. There were no further complications that have been reported as a result of this event.